Event description:
It was reported that the insulin pump is not delivering insulin and the insulin pump does not alert the customer. Customer has been using manual injection for four months. The blood glucose readings have been in the 400 to 500 range. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.